Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the transplant coordinator reported that in 2004, the pt was at home and had been resting in bed when they rec'd a red heart alarm and notified the MFR. The pt could not feel the vad pumping. The pt then called the transplant coordinator at the hosp. The transplant coordinator instructed the pt to check all connections. The pt was then instructed on hand pumping, as they could not remember the procedure. The pt was brought to the hosp while hand pumping self. Upon arrival to the e.r., the pt was questioned on the sequence of events. The pt stated they had several yellow wrench alarms in the previous week, with an increase in frequency and duration. The pt stated "at least 20 times in the last week." The pt said they were too scared to go to hosp. The pt was brought to ICU and placed on the stroke volume limiter. It was decided at that time to do a pump exchange. Since the pump exchange the pt had expired, the date and cause are unknown at this time.